Event description:
The customer reported that the power cord was frayed. No patient injury was reported.

Manufacturer narrative:
The ge service rep ordered a new power cable. The system is still fully operational. The rep installed a new power cable, system fully operational.